Manufacturer narrative:
Fixture remains in situ.

Event description:
Per the clinic, the patient experienced infection at the abutment site and was treated with antibiotics (date and duration not reported); however the issue could not be resolved. The patient underwent a procedure on (B)(6) 2015, to remove the abutment.